Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26apr2024.

Event description:
Healthcare professional reported left side rupture. Additional report of capsular contracture, baker grade I. The device has been explanted.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Additional report of capsular contracture, baker grade I. The device has been explanted.